Event description:
It was reported that one day after a left transcarotid artery revascularization (tcar) procedure the patient experienced right sided weakness and facial droop. Before the stroke, the patient experienced a brief period of hypertension over 200 systolic for approximately five minutes. Imaging revealed a compressed stent due to the calcified lesion. The patient's symptoms had resolved however, the physician elected to reline the stent with an additional third-party stent. At this time, it is unknown if the reported event is related to procedural issues, the patient's pre-existing condition, patient resistance/non-compliance to medication or a silk road medical device, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis as it remains implanted. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event is related to procedural issues, the patient's pre-existing condition, patient resistance/non-compliance to medication or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.